Event description:
Patient was undergoing total knee arthoplasty.distal guide rod broke off in the femoral canal. Both pieces were removed. Removal of all pieces was confirmed by fluoroscopy. No patient complications.